Event description:
It was reported that thoracic plates were found to be fractured following approximately 10 weeks of implantation. They were removed and replaced.

Manufacturer narrative:
Reported lots: 33683932, 33652883.